Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for pain management, in the bolus only mode, to deliver morphine 1mg/ml, a 2.0mg bolus dose, 10 min pt lockout, a 6 bolus/hr limit, and a 100ml container size. On (B)(6) 2010 at an unspecified time, the therapy was discontinued. At that time, the nurse compared the pump displayed volume remaining to be infused and the measured volume of medication that was discarded. The reported difference was 20.1ml which was reported as more medication remaining then expected; however, the expected remaining volume was not specified. The device was removed from clinical service. The customer contact stated there was no change in the pt status and no reported delay in therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).